Event description:
It was reported that the pacemaker had suspected noise and oversensing on the right ventricular (rv) channel. Technical services (ts) was contacted by the health care professional (hcp), but they could not determine if the signals were a non-sustained ventricular tachycardia (nsvt) or noise. Ts noted far-field signals in the right atrial (ra) channel which were not oversensed, and the hcp informed that no noise could be reproduced with in-clinic testing. All lead measurements were normal. The pacemaker system remains in service. No adverse patient effects were reported.